Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00671 / 00372).

Manufacturer narrative:
Evaluation of returned device found evidence that foreign material or bone fragments caused the inserter threads to not function properly while attempting to release the cup from the inserter. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00671-1 / 00672-1).

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2013. During the procedure after the cup impaction, the cup would not disengage from the inserter handle. The surgeon used a ratchet driver to try to disengage the cup twice. The tip of the driver fractured but did not fall into patient's wound. As a result, the surgeon used a different cup and a straight inserter to complete the procedure.